Event description:
A malfunction alarm was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The malfunction code was resettable, and after resetting, the code did not recur. The customer understood the instructions and continued using the pump, with the guidance to contact support if the issue recurred.